Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 276 mg/dl at 8:51 p.m., 82 mg/dl at 8:54 p.m., 78 mg/dl at 8:55 p.m., 95 mg/dl at 8:56 p.m., 158 mg/dl at 8:58 p.m., 119 mg/dl at 9:04 p.m., 70 mg/dl at 9:08 p.m., and 112 mg/dl at 9:11 p.m. No adverse event reported. Return of the suspect device was requested for evaluation.